Manufacturer narrative:
Correction: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the representative called to perform troubleshooting on the navigation system. The dicom test failed at local configuration. When doing ifconfig eth0 the inet address in the terminal. Could not be seen. The system was unplugged from the ethernet, ran ifconfig.eth0 the ip address could then be seen. The bulkhead was then bypassed ant it was then able to pass dicom test successfully.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The bulkhead connector was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was setting up the system with an imaging system and could not get the green communication. They tried multiple ethernet cables with no resolution. They brought in another system and resolved the issue. The representative went to the site the next day to do some troubleshooting. Through trouble shooting, the representative concluded that the bulkhead connector was malfunctioning. The representative replaced the bulkhead connector and the issue was resolved.